Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the hot jaw heater wire was detached at the tip of the jaw and was also bent. Based on the returned condition of the device the reported complaint was confirmed for "bent/detached heater wire". The confirmed failure mode has been investigated in the CAPA system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the pa was cutting branches when it was noticed that the wire in the jaws was protruding. Pa closed the jaws and retracted the cutting tool into the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - catsweb# (B)(4).